Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the device was unable to confirm the report. During functional testing, the sphincterotome was connected to a valley lab electrosurgical unit. Using a simulated tissue sample, the cutting wire was applied to the tissue sample and the electrosurgical unit was activated. The cutting wire cut and cauterized the tissue sample appropriately without interruption, allowing the device to function as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. During our laboratory analysis, the length of the catheter was inspected for any deformities or imperfections under magnification and no deformities were found. Slight blackening was noted at the center cannula joint where the cutting wire connects to the drive wire. The joint attachment was visually inspected with magnification and verified to be adequately attached. The blackening observation did not affect the function of the complaint device when tested for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended in the laboratory setting. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Difficulty with electrosurgical current application could have occurred if any cord connections were not secure. These connections include electrosurgical unit to active cord and active cord to sphincterotome. The instructions for use state the following: "with electrosurgical unit off, prepare equipment. Active cord fittings should fit snugly into both device handle and the electrosurgical unit." This verification activity will ensure the equipment is prepared to provide the electrosurgical current the sphincterotome needs for device usage. Final quality control inspection includes: the electrical pin in the handle is connected to an active cord to verify a secure connection. An ohm meter is used to verify continuity between the cutting wire and electrical pin. Prior to distribution, all d.a.s.h. Pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome. When the physician went to activate the device. It would only work intermittently [burned without cutting properly]. The procedure was completed successfully with the device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.